Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 15-nov-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the complaint lens was received submerged in an unknown aqueous solution. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony multifocal intraocular lens (iol) was explanted from the patient left eye during secondary surgery due to glares and halos. Patient tried lens for 1.5 years but could not adjust. There was incision enlargement required. The lens was replaced with another company iol. Patient was fully recovered. No further information is available.